Manufacturer narrative:
E1 - full initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a noisy screen. There was no patient involvement.